Manufacturer narrative:
During investigation of the returned pump, ¿cs69¿ alarm was reproduced during the rewind step. The black box shows several cs87 beginning on (B)(6) 2016 at 19:42; deliveries never resumed. The tdd¿s add up correctly. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. The reporter stated that the patient had a blood glucose (bg) of 60mg/dl with symptoms of cognitive impairment, confusion, difficulty speaking, unsteadiness when standing or walking, and dizziness. The patient was taken to the hospital and treated with glucose tablets, glucose gel and glucagon injection. This report is being made due to the bg excursion the patient experienced due to a call service alarm issue.